Manufacturer narrative:
This report is submitted on february 16, 2021.

Event description:
Per the clinic, the patient experienced a loss of implant osseointegration on (B)(6) 2018. The patient has been re-implanted with a baha attract.